Event description:
It was reported that the patient with this pacemaker and non boston scientific right ventricular (rv) and right atrial (ra) leads presented to the emergency room after a possible syncopal episode. The patient also experienced dizzy spells and a fall. It was noted the patient had complete heart block and was pacemaker dependent at that time. Boston scientific technical services (ts) reviewed and observed noise and oversensing on both leads however, no rv pacing inhibition on the reviewed episodes. Ts discussed troubleshooting options with the health care professional, including isometrics and pocket manipulation. At this time, the device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.